Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi mode. A device change out would be considered.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Final analysis found that the implantable cardiac monitor device exhibited back-up. Testing found that the battery voltage would drop to the point of triggering hardware backup mode in the device. The complaint in the field was found to be due to a battery anomaly.

Event description:
New information notes the device was explanted and returned.